Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon reviewing the transmission, it was discovered that the implantable cardiac monitor exhibited frequent false episodes of atrial fibrillation around (B)(6) and (B)(6) 2020. The clinic was also unable to always see the p waves on the electrogram. No programming changes were recommended at this time. There were no adverse consequences to the patient.